Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer could not load a cartridge onto their pump. The customer successfully loaded a new cartridge onto the pump. The customer's blood glucose levels were not impacted.